Event description:
The treating doctor reported that the patient had symptoms of extraction of the upper lateral incisors no additional information is available at this time. Attempts to obtain additional information about the event were unsuccessful.

Manufacturer narrative:
The current instructions for use contains the following: "precautions: the current instructions for use contains the following: "precautions: a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost." No root cause provided. Align's clinical review indicates that the treating doctor reported extraction of the upper lateral incisors, and no additional rationale or medical management details were provided. Records show the patient had worn only five aligners from the initial treatment series before the doctor requested a new order. The revised approach aims to close the existing spaces through a combination of retraction of the upper anterior teeth and mesialization of the canines and posterior teeth. In contrast, the original treatment plan involved distalization of the upper posterior teeth to facilitate retraction of the anterior segment. Spaces were initially planned around the upper lateral incisors, likely to accommodate restorative treatment, as the patient presented with peg-shaped laterals. A review of the initial panoramic radiograph indicated that both lateral incisors exhibited normal and healthy characteristic. There is no conclusive evidence provided that supports or opposes whether the invisalign system caused or contributed to the reported permanent damage. Based on the available information, the patient had permanent damage, and the invisalign system was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. The exact date of the event is unknown. Despite reasonable efforts, no conclusive information was available to determine when the event occurred. The date (b3) provided corresponds to the date the event was reported to the manufacturer and does not necessarily reflect the actual date of occurrence